Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to verify or duplicate the reported issue. To resolve this issue the dso seal will be replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue is: "sounds occlusion without stopping". There was unknown patient involvement.